Event description:
It was reported that a pt received an alert for high voltage lead impedance out of range. Technical service indicated that impedance from sv to can had been out of range since the implant and the physician did not believe that this was the case. No measurements were found for svc can impedance. X ray was recommended. The lead remained implanted.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.